Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the customer¿s complaint of "didn't stop after drilling" was not verified. This perforator met functional testing acceptance requirements; proper engagement and disengagement were achieved with every drill hole and there was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The perforator didn't stop after drilling to the skull and perforated the dura. Brains were not damaged. How did the surgeon solve the problem? The clinician had to repair the dura by sutures , tissudura and tissucol. The surgeon also provided a drawing of the issue.